Event description:
Reporter indicated that vns pt had been diagnosed with vocal cord paralysis. The pt reportedly had a rough post-operative course with nausea, vomiting and seizures most of the night following vns implant. It was reported that the pt was on oxygen and a breathing tube after implant surgery. It was later reported that the pt had been diagnosed with vocal cord paralysis and that the pt was able to whisper. Neurologist indicated that the pt's voice may or may not come back and that only time will tell. Neurologist indicated that the pt's voice was hoarse but still audible. Stimulation was initiated three weeks postop. Treating neurosurgeon indicated that the pt's condition was secondary to surgery and that the pt would be referred to an ent if there was no improvement in a few weeks.